Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the device is forcefully advanced against resistance, damages such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through its introducer sheath due to the offset coil winds on the embolization coil and functional testing could not be continued. Evaluation of the returned non-penumbra microcatheter revealed ovalization on its distal shaft. During functional testing, a demonstration smart coil was able to advance through the returned non-penumbra microcatheter with resistance due to the distal ovalization. The root cause of this damage could not be determined; however, this damage may have contributed to the resistance during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the intercostal arteries using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician implanted six smart coils in the target vessel and flushed the microcatheter after each implantation. When advancing the next smart coil, the smart coil became stuck at the mid-shaft of the microcatheter. Therefore, the smart coil was removed. The procedure was completed using seven new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.